Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, that the lens was deformed. Additional information has been received that during the movement of the iol through the cartridge even before entering the narrow part of the cartridge posterior haptic was separated when advanced the lens. There was no sticking of the haptics to the plunger. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photo shows an iol outside the lens case against unknown background. One haptic appears to be broken and folded over the optic of the lens. The complainant indicates the use of non-company as a viscoelastic which is not qualified for use with the associated iol model based on our observation of the attached photo, one haptic appears to be broken and folded over the optic of the lens. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the reporter states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).